Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead due to t-wave oversensing. Settings were reprogrammed and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D154awg implantable cardioverter defibrillator (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2009. (B)(4).